Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device showed one year remaining longevity. The last reading showed only 11.5 years left. Boston scientific technical services (ts) discussed there are many variables to this calculation. The patient mentioned that during the most recent check, clinic said that the patient was in atrial fibrillation (af). Boston scientific technical services (ts) then discussed that atrial fibrillation (af) will cause the atrial sensing hardware to turn on more often. There was no further information provided. The device remains in service. No adverse patient effects reported.